Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for delayed clip deployment. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet. The xtw mitraclip was advanced to the leaflets and deployment initiated. All deployment steps were followed per instructions for user (IFU), but the xtw mitraclip could not separate from the cds to deploy on the a2 and p2 leaflets. Troubleshooting, such as checking the axial alignment, disassembling and removing the gripper lines, gentle movement applied to parts of the system, turning the sgc slightly anteriorly and posteriorly, turning the dc handle a bit, and moving the stabilizer in and out, but the clip was still attached to the cds. Approximately 10 minutes had passed, when the clip finally separated from the cds. The clip was stable on the leaflets and no tissue damage was noted. A second clip was implanted, without issue, reducing mr to <1. There was no adverse patient effect or clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that "there does not appear to be any abnormal behavior or damaged components in these videos. In the fluoro still image provided, the clip is fully detached and deployed from the dc successfully. This aligns with the reported incident details of difficult deployment in which troubleshooting was ultimately successful and the clip was deployed.¿ the investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.